Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose was 150-200 (mg/dl). Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known.